Event description:
It was reported that during an ica (internal carotid intracranial) aneurysm embolization procedure the stent (subject device) would only partially deploy due to the catheter being unable to retract. The stent and catheter were removed from the patient and the procedure was completed using coiling. There were no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent stabilizer was found to be broken/fractured and kinked/bent. The stent delivery catheter was found to be kinked/bent. The returned stent was partially deployed and deformed. Functional tests for 'stent failed/unable to deploy' and 'stent stabilizer/ catheter friction' were performed. The device was flushed and the stent could be deployed but there was friction noted between stent stabilizer and stent delivery catheter during the test. A functional test for 'stent partially deployed was not carried out as it was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed. The device was returned and the stent stabilizer was broken/fractured after removal from the patient. The stent stabilizer and the stent delivery catheter were also kinked/bent. The stent was noted to be partially deployed and deformed when removed. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Additional information stated "after the stent was deployed partially, the cat5 could not be retracted any more so the stent could not be deployed completely. Finally withdrew the cat5 and the streamline and used coils to continue the embolization successfully. No impact to the patient". It is probable that the device experienced difficulty during stent deployment due to procedural or anatomical factors experienced during the procedure which resulted in the fracture, kinks and deformed device . The patients anatomy was moderately tortuous. An assignable cause of procedural factors will be assigned to the as reported defects 'stent failed/unable to deploy', 'stent partial deployment' and 'stent stabilizer/catheter friction' and to the as analysed defects 'stent stabilizer broken/fractured during use', ' stent stabilizer kinked/bent', 'stent delivery catheter kinked/bent', 'stent partial deployment', 'stent deformed' and 'stent stabilizer/catheter friction', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an ica (internal carotid intracranial) aneurysm embolization procedure the stent (subject device) would only partially deploy due to the catheter being unable to retract. The stent and catheter were removed from the patient and the procedure was completed using coiling. There were no clinical consequences were reported to the patient due to this event.